Event description:
During an in clinic follow up, it was noted there was a diagnostic variation on the device. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.